Manufacturer narrative:
Medwatch (B)(4): it was reported that a serious injury requiring intervention occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 2.0x15mm resolute onyx rx coronary drug eluting stent and a 2.0x8mm resolute onyx stent to treat a moderately tortuous, severely calcified lesion located in the circumflex (cx) artery. An attempt was first made to treat the lesion using the 2.0x15mm resolute onyx stent. The device was inspected with no issues noted. The lesion was pre-dilated using a 2.0x12mm non-medtronic balloon at 12atm for 10 seconds, then again for 6 seconds and a third time for 4 seconds. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion and was removed. A guideliner was inserted and the 2.0x15mm onyx was re-inserted over a non-medtronic guide wire and through the guideliner, however it failed to cross the lesion again and was removed. An attempt was then made to treat the lesion using a 2.0x8mm resolute onyx stent but it also failed to cross the lesion and was removed. The guide wire was changed and a third attempt was made to treat the lesion using the 2.0x15mm resolute onyx stent, however the stent was still unable to cross and was removed from the patient. Upon removal it was noted that the stent was not on the delivery system balloon. Under fluroscopy the dislodged stent was observed to be located in the circumflex coronary artery. No patient injury was reported.